Manufacturer narrative:
Battery pack - 11/2007. Battery charger - 8/2006. Device eval summary: device evaluations of battery pack and battery charger have been completed. The reported problem was confirmed. Battery pack has a communications failure due to a wire intermittently not making contact. The wire also caused the battery pack to have mismatched cells. The wire was resoldered. The cells were replaced. The battery pack was retested and then restocked. The root cause of the defective wire is not known. Battery charger was tested and found to be fully functional. It was restocked. The battery pack was fixed. No adverse event resulted from the faulty battery pack. The pt received a replacement battery pack and battery charger.

Event description:
A male pt contacted lifecor customer support to report, that he was just fit yesterday and when he went to switch out the battery pack today, that the battery pack he just removed from the system would not charge. A lifecor pt service rep (psr) visited the pt and replaced the battery pack and battery charger.